Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was delivering "low pressures." Ventec reached out to the initial reporter for clarification, which they were unable to provide. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.